Manufacturer narrative:
(B)(4). (B)(6). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. One unused sterile proglide device with the same lot number, 30215k1, as the complaint device was returned for evaluation. Functional testing was performed and the device passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested sample. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an unspecified interventional procedure. Reportedly, when advancing the knot the suture came out of the patient. The method of achieving hemostasis is unspecified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information received indicated the operator of the device was a technician and not a physician. No additional information is available.